Event description:
Lap chole - "clip applier handle stuck and sticking in closed position after applying clip. Surgeon had to manually disengage the trigger."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.